Event description:
Patient had a screening colonoscopy done with finding of a sessile rectal polyp and hemorrhoids. Polypectomy done but during processing of the specimen, the specimen cassette opened in the processor, losing the polyp and no testing could be completed to determine the pathology of the specimen.